Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, once mobilization of the stomach was complete, the surgeon requested that the sail be pulled in. Once this was done, the black line appeared indicating the sail was completely pulled back in. However the sail did not look like it was inside the tube even though the black line was present. The sail still looked extended out in the stomach. There was space between the housing tube and the sail. It was removed and a new one placed in before the stapling occured. The device was removed and inspected and it looked fine and was in the correct position when it was pulled out of the patient. Another device was inserted to finish the procedure. There was no patient injury.